Manufacturer narrative:
The insulin pump was received with cracked end cap. All of the buttons are functioning properly, however traces of moisture was found at the keypad traces. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube window and minor scratched lcd window.

Event description:
It was reported that the insulin pump had cracks near the reservoir and the buttons were sticking. Customer stated that the bottom of the reservoir was now half open and the keypad was unresponsive. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.